Manufacturer narrative:
Additional narrative: (B)(6). Date of post-operative non-union is unknown. It is unknown at this time if the devices have been explanted or if they remain in the patient. Per facility, the complainant parts belong to the patient and will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.7mm variable angle (va) locking xplate during a first tarsal-metatarsal fusion procedure on (B)(6) 2014. A bone graft was also performed during that procedure. At some point thereafter, the surgeon noticed that (an unknown quantity of unknown) 2.4mm cortical screws were broken and the patient had developed a non-union. At that point, the patient went to see another doctor. It is currently unknown if the devices were explanted or if they remain in the patient. This report is 1 of 3 for (B)(4).